Event description:
It was reported via the implant patient registry that a 7300tfx 33mm bioprosthetic mitral valve, implanted for four (4) years and nine (9) months, was explanted due to severe mitral stenosis and regurgitation. Patient presented with congestive heart failure. The explanted device was replaced with a 31/33 on-x mechanical valve. The patient also underwent tricuspid valve repair with a 30mm edwards physio ring. The patient tolerated the procedure well and was transferred to the cvicu in stable condition. Hospital course complicated by post-op 3rd degree avb with low cardiac output requiring transient v-pacing. Patient was discharged in stable condition on post-operative day nine (9).

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely contributed to the event.

Event description:
It was reported via the implant patient registry that a 33mm mitral valve, implanted for four (4) years and nine (9) months, was explanted due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional narratives: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device return request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.